Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january2020. (B)(6) 2013: the patient underwent a left total knee arthroplasty. Depuy implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2019: the patient underwent a left knee revision secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered significant synovitis; the femoral component was loose laterally as well as some bone loss due to osteolysis related to the loosening; the tibial component was loose at the cement to implant interface. No intraoperative complications were noted. Pmh: degenerative arthritis, testing prior to the revision revealed mild reactivity to nickel, indicating a nickel allergy. Doi: (B)(6) 2013; dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6 product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> product code 150600005, work order 4380129 was manufactured on 20-jun-2013. 12 parts were manufactured per specification and all raw materials met specification. There was no scrap parts associated with this lot. There was 1 non-conformance, nc-031987 associated with this lot. On review of this nc it is related to a poly plug present in the undercut section of an attune fb tray. There is no correlation with this non-conformance and the failure mode of this pc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.